Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a malfunction alarm and unexpectedly shutdown. Blood glucose level was impacted (475 mg/dl) and was addressed by delivering a correction bolus. Reportedly, the contact plugged the pump into charge and malfunction alarm cleared and turned on. It was indicated that the customer would continue to use the pump for insulin therapy.